Manufacturer narrative:
Visual examination of the unit revealed damage to the proximal edge of the stent. Some stent struts were raised and mis-aligned throughout the entire proximal section of the stent. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. As per the taxus liberte directions for use, it is contraindicated to stent lesions which are heavily calcified. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution.the most probable root cause assigned is operational context as the complaint is associated with a product that meets the design and manufacturing specifications, but due to anatomica/procedural factors encountered during the procedure, the performance was limited.

Event description:
Event became reportable based on product analysis approved on 11/15/2007. It was reported that during a percutaneous coronary interventional (pci) drug eluting stenting procedure, a stent delivery system would not cross the lesion. The lesion was located in the severely tortuous distal left anterior descending (lad) artery. The lesion was 97% stenosed and severely calcified. The taxus liberte 2.50 x 28mm stent delivery system would not cross the lesion. The procedure was not completed due to this event. No patient injuries or complications were reported. The patient's current status is reported as "good." However, product analysis revealed proximal stent damage.